Manufacturer narrative:
This event occurred in (B)(6)

Event description:
The customer stated that while using his coaguchek xs meter (B)(4) he obtained a result of 5.6 inr. He stated he then obtained a result of 2.1 inr two minutes later and another measurement of 4.6 inr two more minutes later. The data from his meter shows that the last measurement was 4.7 inr instead of 4.6 inr and that the 5.6 inr was actually a 5.4 inr. Information regarding whether or not separate fingers were used for the tests and whether or not any adjustments were made to the customer's (B)(4) was requested, but it was not provided. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter was measured with the current master lot coaguchek xs pt test strip (lot 124158-80). The returned customer material and retention material complies with specification.